Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise over-sensing which resulted in pacing inhibition. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
Correction: the correct event description in b5 should have been 'it was reported that the patient's right ventricular (rv) lead exhibited noise over-sensing which resulted in pacing inhibition. The rv lead was explanted and replaced. The patient was in stable condition.' Instead of 'it was reported that the patient's right ventricular (rv) lead exhibited noise over-sensing which resulted in pacing inhibition. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.'

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise over-sensing which resulted in pacing inhibition. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned in one piece for analysis. Visual inspection noted an external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region of the lead consistent with friction to the device can. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection did not find any additional anomalies.